Manufacturer narrative:
The device has not been returned to resmed for an evaluation. Resmed has requested the device be returned so that an engineering evaluation could be performed. There was no adverse event reported for this incident.

Event description:
It was reported that the CPAP unit was blackened by smoke.